Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, after lesions were delivered, the catheter information no longer appeared and the pump went into a non-ablation flow rate. The catheter connections were inspected and blood was noted to be leaking at the connection to the tactisys and within the catheter irrigation tubing. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Log file analysis indicates optical fiber 3 did not meet specifications for optical properties. However, optical fibers 1-3 met specifications for optical properties and contact force was displayed when connected to the tactisys unit with no error messages noted. Electrodes 1-4 and both thermocouples met specifications during electrical testing with no open or short circuits detected. A blood-like substance was noted within the optical connector and within the irrigation tubing just distal to the luer hub, consistent with the reported event. However, no blood-like substance or evidence of a leak was noted outside of the irrigation tubing distal to the optical connector or within the 19-pin or 10-pin electrical connectors. The device met specifications during leak testing and flow rate testing, with no leaks or functional anomalies noted. Additionally, the device met specifications during temperature testing. A simulated ablation test was conducted with no error messages or anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the blood within the optical connector and irrigation tubing and the reported contact force issue and flow rate issue remains unknown.